Event description:
A caller reported a cartridge alarm 20, and it was confirmed that there was no adverse impact to the customer's blood glucose level. As a corrective measure, tandem technical support decided to replace the pump, which was still under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup insulin delivery method. Technical support provided instructions on putting the pump into storage mode and ensured the customer understood the process and the importance of returning the problematic pump within 10 days to avoid incurring charges. A replacement pump was sent, and the customer was advised on programming their settings and connecting their continuous glucose monitor (cgm) to the new pump.